Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on a competitor brand device and experienced dizziness, headache, and a loss of consciousness. The length of sensor wear was 4 days and the customer notice a horizontal trend arrow on the device. The customer was unable to self-treat and was administered unknown treatment from a healthcare professional for treatment of a diagnosis of hyperglycemia. Unspecified laboratory readings were also reported within and unexpected time of the medical event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.